Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during routine follow-up the stent graft was 8cm below the renals and the aneurysm grew from 4.4cm to 5.4 cm; however, it appeared to not have a type 1 endoleak. Per the physician the cause of the event was disease progression. The decision was made to implant two 36/36/70 endurant cuffs and the migration was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.